Event description:
The contact stated that, the customer tested her blood glucose using her contour meter and a competitor's meter (brand unk). The contour read 72 mg/dl, while the other meter read 300 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer did not have any test strips left that gave the lower blood glucose readings. The meter will be returned for eval, and a replacement meter was sent to the customer.